Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited non-reproducible noise on the ventricular channel. All lead measurements are stable. Guidant received subsequent information that noise is now only noted on the rate/sense channel with pacing inhibition in this pacemaker dependent patient.